Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is unconfirmed however, it is suspected to be attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this finished lot number were found. Corrective actions are in process.

Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a cardiovascular procedure, the dilator was unable to be withdrawn from the sheath as the hub had been broken off of the dilator. No patient injury was reported.